Manufacturer narrative:
The device was reported to be outside of use at the time of the reported problem. No patient harm reported. On 11sep2023, the bench service engineer (bse) replaced the touchscreen and resolved the touchscreen issue. All necessary verifications were completed to certify restoration to conditions prior to the device issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the touchscreen does not work correctly. Calibrating the touchscreen did not resolve the issue. It is unknown if the device was in use on a patient at the time of the reported event. There was no patient or user harm reported. The service engineer evaluating the device advised that it is necessary to replace the touchscreen. The investigation is ongoing.

Manufacturer narrative:
E1 reporter phone number - (B)(6).

Manufacturer narrative:
The removed touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician (tech). The pil tech verified that the returned touchscreen failed the flex circuit resistance testing, as well as the ratio testing. The high out of specification resistance results were the cause of the touchscreen misalignment issue and calibration issue, and the reason the issue could be confirmed at the pil. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.